Event description:
It was reported, ¿the pt was complaining of severe pain in her hip. When the surgeon opened up her hip joint, he discovered a large pseudo tumor and extensive muscle damage. When the modular was removed there was extensive corrosion noted. With black debris noted on the neck. The stem was then completely removed and the pt was revised with a restoration modular cone conical.¿

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR#: 9616680-2012-00241.